Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. The customer experienced an elevated blood glucose (bg) level of 500 mg/dl with diabetic ketoacidosis. The continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. The bg was addressed via manual insulin injection. The customer reverted to an alternate method of insulin therapy.